Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start up before use, the cs100 intra-aortic balloon pump (iabp) unit had an inflation error. There was no patient involvement.

Manufacturer narrative:
It was reported that during start up before use, the cs100 intra-aortic balloon pump (iabp) unit had an inflation error. There was no patient involvement. The compressor pressure was low, and the data deviation of the driving valve group is large air leakage, and it needs to be replaced. Driving valve group needs to be replaced manifold drive (0104-00-0018) and also the 5000h maintenance kit. After the replacement, the function is normal according to the factory's requirements, and it can be used normally. There was no patient involvement.

Event description:
N/a.